Manufacturer narrative:
This is a duplicate report of 1818910-2014-25024. 1818910-2019-90760 is being retracted as it is a report duplication. 1818910-2014-25024 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges dislocation. Doi: (B)(6) 2012 - dor: (B)(6) 2014, (right hip).